Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare clinical product specialist that a rubber insert on a port of an rt110 breathing circuit was found inserted backwards, therefore, inhibiting the insertion of the temperature/flow probe. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt110 adult breathing circuit is currently en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon completion of the investigation.